Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. In accordance with the instructions for use, the access ports were used successfully, releasing the locking mechanism on the thumb advancer resulting in the locator wings fully collapsing and the starclose se device was removed from the patient anatomy. There was a little access site bleeding (not oozing) and hemostasis was achieved using approximately 3 minutes of manual compression. It was felt that the clip may have partially closed the vessel. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that during the procedure in the left anterior descending artery (lad), the 2.5 x 12 rx promus stent delivery system (sds) was advanced but did not advance distal to the guiding catheter. The tip of the stent system came in contact with the left main (lm) during advancement. Resistance was met at the lesion and the device was pushed in an attempt to cross the lesion. The device was removed from the anatomy and dilatation was performed. It was then noted that the stent was flared and had moved on the balloon. The physician suspected that the balloon moved on the balloon before use; however, during device inspection prior to use, there was no issue/abnormality reported. The procedure was successfully completed with the deployment of a non-abbott stent. There was no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. The thumb advancer was partially retracted from the finish position, an indication that the access ports were used. During clip deployment the vessel locator wings are designed to automatically collapse so as not to interfere with the clip deployment. However, during the inspection of the device, the locator wings were found bent, indicating that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tube set. Tissue compressed between the distal end of the tubes and behind the open locator wings during thumb advancement is the most probable cause for the bent locator wings. No manufacturing or quality issue detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.